Event description:
We have found two covidien monoject 20 ml syringes with dirt/contamination on the plunger of the syringe- one is still in its sterile packaging. We filed a report before and include a picture of that syringe below. I have also attached a picture of the current syringe with the contamination on the plunger still in the package. Ref report: mw5167574.